Manufacturer narrative:
Addl info received: it was reported from the site that the patient had cardiopulmonary resuscitation (CPR) twice before the reoperation. It was stated that the patient tolerated the second procedure very well. Patient was stated to have been discharged to a peripheral hospital in a normal ward. It was further stated from the site that there were no device malfunction described. Also stated was that the patient had in the course after implantation a pericardial effusion and the surgeon believes that was the reason for the tamponade. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: date MFR received for the initial report was 2017-01-23. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Pericardial effusion and cardiac tamponade are potential events that may be associated vad implant procedures. The IFU provides guidelines for surgical and medical management of pleural effusion and cardiac tamponade. Patients implanted with vad's have a long history of chronic and/ or severe heart failure which may contribute to the development of pleural effusion and cardiac tamponade. With review of the available information there was no evidence of any device malfunction or performance issues that would impact the reported event. Given that surgical intervention was required to alleviate the pericardial fluid (tamponade) within ten days of implant procedure it is not possible to disassociate the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's preoperative clinical condition, relevant past medical history, the recent implant procedure & surgical technique. Though the root cause of the reported event cannot be conclusively determined there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. H3 other text : pump remains implanted.

Event description:
It was reported that this patient experienced cardiac tamponade ten days post ventricular assist device (vad) implant procedure. Preliminary log file analysis performed by the site revealed a decrease in pump flows and power consumption around the time of the reported event. The patient returned to the operating room (or) for re-operation and was last stated to be stable in the intensive care unit. No further information was provided.